Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had her ins taken out in (B)(6) of 2016 due to a serious issue with the wire. The date provided by the patient conflicts with the implant and explant dates in the manufacturer¿s registration for the serial number noted. The patient stated that she ended up in the hospital for seven days. The patient felt shooting in the rib cage and shocking up the back which was why it needed to be replaced. The patient had been working with a rep to program it and they knew exactly what was going on but they had to wait for the swelling to go down. The ins battery was replaced. It was noted that the patient asked of analysis information for the ins. It was reported that the issue began in (B)(6) of 2016.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the lack of stimulation on the right side and lower in the back was not determined. The hcp was waiting for x-ray results to evaluate and read the position. It was noted that the patient¿s stimulator was reprogrammed. X-rays of the thoracic and lumbar region, as well as the pelvis, were also ordered.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-03-23. The rep reported that they got the return mailers and would be sending the neurostimulator (ins) back for analysis. The rep reported that they suspected that there was fluid in the header and that was why it was explanted. Additional information was received from the patient on 2017-03-23. The patient reported that it started affecting the pain in the upper back and she then turned the ins off. The patient reported that the ins was supposed to help with the lower back. The patient reported that the upper back was where the connection was, the leads end and spinal cord. The patient reported that the pain in the upper back started after the ins was left in from (B)(6) 2016 and they did not change it until (B)(6) 2017. The patient reported that the pain in the upper back started the end of (B)(6) 2016 when she was hospitalized. The patient reported that the pain never went away, it was still there. No further complications anticipated.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was told by the manufacturer's representative (rep) to not turn the ins on. When the patient saw the healthcare provider the doctor wanted to know why. The patient stated that the rep had deleted all of the old programs and they were not able to get stimulation on the right side and were given two programs. The rep couldn't get anything on the right side, or to get anything below where the pain is in the back. Everything went to the patients rib cage on (B)(6). The patient was still feeling stimulation on for days after that, the patient stated that their old ins covered all the pain. The health care provider said that x-rays would be taken. Patient is not able to use stimulation in the meantime. The reps had deleted the old programs and no one was able to get anything how the previous was. The impedances were tested and as followed. Reference 8: 0: 751 ohms 1: 763 ohms 2: 763 ohms 3: 813 ohms 4: 850 ohms 5: 738 ohms 6: 754 ohms 7: 754 ohms 9: 676 ohms 10: 811 ohms 11: 805 ohms 12: 746 ohms 13: 715 ohms 14: 708 ohms 15: 789 ohms reference 9 0: 742 ohms 1: 653 ohms 2: 712 ohms 3: 767 ohms 4: 799 ohms 5: 719 ohms 6: 686 ohms 7: 697 ohms 8: 767 ohms 10: 759 ohms 11: 780 ohms 12: 734 ohms 13: 734 ohms 14: 679 ohms 15: 719 ohms reference 10 0: 776 ohms 1: 719 ohms 2: 626 ohms 3: 677 ohms 4: 663 ohms 5: 746 ohms 6: 734 ohms 7: 697 ohms 8: 811 ohms 9: 759 ohms 11: 803 ohms 12: 751 ohms 13: 767 ohms 14: 763 ohms 15: 719 ohms. The rep reported that the had tried many different things. The patient continues to feel sharp stabbing pains at the lead/paddle site. When lower back is getting stimulation there is the stabbing pain. The x-ray showed that t10 is at the bottom t9 is mid back, and t8 is at the top of the back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4) found no significant anomalies. After charging the battery from over discharge the device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4)2016 crts (B)(4)(con) **omitted information from pes: 701477931-previous ins,701536411-infection,701583174-soreness information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was told by the manufacturer's representative (rep) to not turn the ins on. When the patient saw the healthcare provider the doctor wanted to know why. The patient stated that the rep had deleted all of the old programs and they were not able to get stimulation on the right side and were given two programs. The rep couldn't get anything on the right side, or to get anything below where the pain is in the back. Everything went to the patients rib cage on (B)(6). The patient was still feeling stimulation on for days after that, the patient stated that their old ins covered all the pain. The health care provider said that x rays would be taken. Patient is not able to use stimulation in the meantime. The reps had deleted the old programs and no one was able to get anything how the previous was. The impedances were tested and as followed. Reference 8: 0: 751 ohms 1: 763 ohms 2: 763 ohms 3: 813 ohms 4: 850 ohms 5: 738 ohms 6: 754 ohms 7: 754 ohms 9: 676 ohms 10: 811 ohms 11: 805 ohms 12: 746 ohms 13: 715 ohms 14: 708 ohms 15: 789 ohms reference 9 0: 742 ohms 1: 653 ohms 2: 712 ohms 3: 767 ohms 4: 799 ohms 5: 719 ohms 6: 686 ohms 7: 697 ohms 8: 767 ohms 10: 759 ohms 11: 780 ohms 12: 734 ohms 13: 734 ohms 14: 679 ohms 15: 719 ohms reference 10 0: 776 ohms 1: 719 ohms 2: 626 ohms 3: 677 ohms 4: 663 ohms 5: 746 ohms 6: 734 ohms 7: 697 ohms 8: 811 ohms 9: 759 ohms 11: 803 ohms 12: 751 ohms 13: 767 ohms 14: 763 ohms 15: 719 ohms the rep reported that he had tried many different things. The patient continues to feel a sharp stabbing pains at the lead/paddle site. When lower back is getting stimulation there is the stabbing pain. The x-ray showed that t10 is at the bottom t9 is mid back, and t8 is at the top of the back. (B)(6)2016 lfc (hcp): additional information received from the healthcare provider (hcp) reported that the cause of the lack of stimulation on the right side and lower in the back was not determined. The hcp was waiting for x-ray results to evaluate and read the position. It was noted that the patient¿s stimulator was reprogrammed. X-rays of the thoracic and lumbar region, as well as the pelvis, were also ordered. ** omitted information regarding related events. ** (B)(6)2017 crts (B)(4) (con): additional information was received from the patient. It was reported that the patient had her ins taken out in (B)(6) of 2016 due to a serious issue with the wire. The date provided by the patient conflicts with the implant and explant dates in the manufacturer¿s registration for the serial number noted. The patient stated that she ended up in the hospital for seven days. The patient felt shooting in the rib cage and shocking up the back which was why it needed to be replaced. The patient had been working with a rep to program it and they knew exactly what was going on but they had to wait for the swelling to go down. The ins battery was replaced. It was noted that the patient asked of analysis information for the ins. It was reported that the issue began in (B)(6) of 2016. (B)(6) 2017 crts (B)(6) (con, rep): additional information was received from the manufacturer¿s representative (rep) on 2017-03-23. The rep reported that they got the return mailers and would be sending the neurostimulator (ins) back for analysis. The rep reported that they suspected that there was fluid in the header and that was why it was explanted. Additional information was received from the patient on 2017-03-23. The patient reported that it started affecting the pain in the upper back and she then turned the ins off. The patient reported that the ins was supposed to help with the lower back. The patient reported that the upper back was where the connection was, the leads end and spinal cord. The patient reported that the pain in the upper back started after the ins was left in from (B)(6)2016 and they did not change it until (B)(6) 2017. The patient reported that the pain in the upper back started the end of (B)(6) 2016 when she was hospitalized. The patient reported that the pain never went away, it was still there. No further complications anticipated. 2017-05-08 rp (rep) no new information